Manufacturer narrative:
Device not yet returned to the manufacturer.

Event description:
Initial information: the tech had difficulty getting the stylet off the system. Once he took the stylet off, he inspected the system and saw that the stent was partially dislodged from the balloon. This was information given by another party. There was no patient injury. Additional information on may 18, 2017: nirxcell was handled and prepped according to the instructions for use. Both the doctor and the tech tried to remove the shipping mandrel stating that the metal eye was under the plastic and it was very difficult to remove. The stent was not manipulated after removing the protective sleeve with shipping mandrel.